Event description:
An effusion was observed during a left atrial procedure. Access to the left atrium was obtained with a single manual transseptal puncture. Mapping of the left atrium and wide circumferential ablation of the pulmonary veins was begun. Blood pressure started to drop after completion of left vein isolation. Pericardial effusion was noted with ultrasound and a pericardiocentesis was performed. The pt recovered with no further sequelae. Attending physician is uncertain what caused the effusion. There was no malfunction of the device.

Manufacturer narrative:
The IFU lists pericardial effusion as a potential adverse event for the device.